Manufacturer narrative:
Date of event is estimated.

Event description:
The patient was experiencing ineffective stimulation following a fall. During reprogramming high impedances were observed on both thoracic leads. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had ineffective therapy. Reprogramming was unable to resolve the issue. As a result, system surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue.